Event description:
The treating doctor reported that the patient had symptoms of abscesses between different teeth, grade ii tooth mobility, sensitivity, tenderness to palpation and tooth loss (tooth #1.7). The patient did not report requiring any medical intervention for the reported symptoms. The patient indicated being prescribed antibiotics to alleviate the reported symptoms. It is unknown if any clinical or laboratory tests were performed. The patient is currently reported to be getting better.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost."," the health of the bone and gums which support the teeth may be impaired or aggravated.". The treating doctor shared that the potential root cause could have been mesiodistal movements associated with the aligner treatment, although a direct relationship could not be confirmed. Align's clinical review noted that tooth 1.7 did not have any programmed movement throughout the treatment. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803.